Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported blood glucose results of 105 mg/dl on aviva system 1, 265 mg/dl on aviva system 2 within 10 minutes. Customer was using the same vial of strips for each meter. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.